Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touch screen does not work. The screen was recalibrated and tested. After several hours the customer noticed that the tactile screen has gone out of adjustment again. Requesting technical support to be dispatched for repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer did not accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time